Manufacturer narrative:
During testing it was found that the distal pressure sensor calibration had drifted out of tolerance. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the distal pressure sensor calibration had drifter out of tolerance.